Event description:
A pt reported that she was treated in the vermilion border in 5/1997. In 8/1997, the pt developed cystic reactions near the commissures, which periodically drained purulent material. In 8/1997, a consulting physician prescribed oral zovirax for herpes labialis, topical corticosteroids and topical antibiotic. On 12 january 1998, the cystic reactions were still present and the pt reported a fibrotic-like reaction at the sites. The injecting physician believed that the cystic reaction could be due to an allergic reaction. Two small cystic reactions was still present on 26 january 1998. Periodically, about monthly, the pt referred pyecchysis. The physician did not know exactly whether this purulent material was aseptic (allergy) or necrotic due to a bacterial infection.